Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. This supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-mar-2007) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, UDI no.), d.6b (date of explant), e1, e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia at umbilicus thereby underwent open hernia repair with the implant of ventralex mesh (device #1). Per operative notes, "the umbilicus from the peritoneal hernia sac was noted. The hernia sac extended superior to the umbilicus and a defect was noted. The preperitoneal space was created and a ventralex mesh (device #1) was placed above the peritoneum and was sutured." (B)(6) 2014 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic hernia repair with the removal of mesh (device #1) and implant of ventralex st (device #2). Per operative notes, "some adhesions were removed. The hernia was reduced and a defect was identified. The defect was noted above the mesh, and the mesh was folded over. A piece of mesh (device #1) was excised. A ventralex st (device #2) was tacked circumferentially." Attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, ring break, mesh folded over and partial excision.